Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up. It was noted that the right ventricular lead exhibited low r waves and no capture. X-ray confirmed that the lead had pulled back in the atrium. The lead was explanted and replaced successfully on (B)(6) 2018. The patient was not symptomatic and was stable pre, during, and post procedure.